Manufacturer narrative:
The device was received. Investigation is not complete. This repot represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The blood secondary tubing set was being used to deliver a unit of blood. After an unspecified length of time, the customer contact reported that the end of the delivery. The nurse squeezed the cylinder on the tubing set to deliver the remaining blood within the cylinder. At that time, it was reported that the cylinder cracked lengthwise and an unspecified volume of blood leaked. The tubing set was replaced and the therapy was resumed. There were no reports of adverse opt effects and no reported delay in therapy critical to the pt. No medical interventions were required. Though requested, no additional info was provided.